Event description:
It was reported that the gore-tex suture was being used with a capio suture capturing device during a gynecological procedure (bladder sling) when the needle separated from the suture. It was reported that at some point the suture was not being recaptured by the capio device. When the suture was finally recaptured, it was reported that the needle was no longer attached to the suture. Imaging confirmed that the needle was in the pt, however, it was reported that the physician determined an attempt at retrieval may potentially create more complications than if the needle was left in place. The needle remains in the pt.

Manufacturer narrative:
A review of the manufacturing records verified that the lot met all pre-release specifications. Based upon the available information, the exact cause for the reported event cannot be determined. A review of the complaint files confirmed that this lot has not been reported previously. The potential for such an event is address in the precautions and adverse reactions sections of the instructions-for-use with the following statements, "misuse of this suture, like any other suture, can result in severe injury or death to the patient. Care should be taken to avoid damage when handling. Needles are not intended to be implanted. Broken needles or damaged suture thread may result in extended or additional surgery or retained foreign bodies". All available info has been placed on file for use in tracking, trending and follow up.